Event description:
It was reported that they trying to initiate therapy on patient, but the arctic sun device keeps alerting 02 low flow & fluid delivery line (fdl) open. 4 pads connected. Device primes but no water flows through pads and water flow rate (wfr) was 0 l/m. Normothermia patient temperature (pt) was 101f, targeted temperature (tt) was 98.6f. Had nurse stop therapy, empty pads and disconnect. Walked through placing device in manual control at 39.2f. System diagnostics with no pads, outlet monitor temperature (t1) was 49.8f, outlet control temperature (t2) was 50f, inlet temperature (t3) was 88.2f, chiller temperature (t4) was 38.7f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was 0, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 30%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 5837.9, pump hours were 5276.6. Device alerted 41 low internal flow. Walked through disabling manual control. Advised to swap out to alternate device and send this one to biomed labeled 41 low internal flow. Sn: (B)(6).

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. 4 pads connected. Device primes but no water flows through pads and water flow rate (wfr) was 0 l/m. Normothermia patient temperature (pt) was 101f, targeted temperature (tt) was 98.6f. Had nurse stop therapy, empty pads and disconnect. Walked through placing device in manual control at 39.2f. System diagnostics with no pads, outlet monitor temperature (t1) was 49.8f, outlet control temperature (t2) was 50f, inlet temperature (t3) was 88.2f, chiller temperature (t4) was 38.7f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was 0, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 30%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 5837.9, pump hours were 5276.6. Device alerted 41 low internal flow. Walked through disabling manual control. Advised to swap out to alternate device and send this one to biomed labeled 41 low internal flow. Sn: (B)(6). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they trying to initiate therapy on patient, but the arctic sun device keeps alerting 02 low flow & fluid delivery line (fdl) open. 4 pads connected. Device primes but no water flows through pads and water flow rate (wfr) was 0 l/m. Normothermia patient temperature (pt) was 101f, targeted temperature (tt) was 98.6f. Had nurse stop therapy, empty pads and disconnect. Walked through placing device in manual control at 39.2f. System diagnostics with no pads, outlet monitor temperature (t1) was 49.8f, outlet control temperature (t2) was 50f, inlet temperature (t3) was 88.2f, chiller temperature (t4) was 38.7f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was 0, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 30%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 5837.9, pump hours were 5276.6. Device alerted 41 low internal flow. Walked through disabling manual control. Advised to swap out to alternate device and send this one to biomed labeled 41 low internal flow. Sn: (B)(6).